Event description:
It is reported that the patient is presenting with pain. Patient has required inpatient and outpatient rehabilitation.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.